Event description:
This lead was returned with oos documentation from biotronik rep. Per the oos, this lead became dislodged. This lead could not be repositioned and was explanted. Per biotronik rep, this lead was replaced with a selox st 53.